Manufacturer narrative:
Device not returned.

Manufacturer narrative:
The device history record (DHR) review is completed and this device passed all manufacturing and sterilization inspections with no nonconformance. This was determined to be reportable per edwards lifesciences procedures.

Event description:
It was reported that the device was explanted after an implant duration of approximately 4.6 months. No further details were provided. Information learned from implant patient registry. Through follow-up with the surgeon, it was learned that the device was explanted due to endocarditis. A device history record (DHR) review is currently in process.